Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient suffered from lung malignancy, in order to facilitate intravenous infusion and drug injection, on (B)(6), 2023, he followed the doctor's instructions: the catheterist inserted the batch of central venous catheters (PICC catheters), and the catheter ruptured at home on the evening of (B)(6), 2023, and was accompanied by his relatives on the morning of (B)(6). Scans and ultrasound tracked the catheter position, and no residual catheter was found in the examination results, and the patient did not have any discomfort. Hospital-level leaders, expert consultation, and further improvement of the examination, the results showed that no residual catheter was found in the patient's body. When the patient was asked about the cause of the catheter fissure, he could not explain clearly, the patient lived alone at home, and his mental state was sometimes clear and sometimes confused. His relatives arrived at his home the day after the tube was broken and found that the PICC catheter was ruptured before escorting the patient to the hospital. On (B)(6), after further examination, the ruptured catheter was still not found in the patient's body, and the patient did not have any discomfort, so he was further observed.